Event description:
A renegrade catheter was going to be used for therapeutic purposes. Before the procedure, upon openeing the package it was noted that the catheter was hanging out ogf the hoop nad was fractured at 90 degree angle, approx. 2 cm distal to the hub. The procedure was completed with another device.